Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had "no fluid delivery" during therapy (medication, dose, volume and programmed rate unknown) in the intensive care unit. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The device passed all functional testing, including a simulated infusion. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The reported symptom "no fluid delivery" was not verified. Should additional relevant information become available, a supplemental report will be submitted.